Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab on two different dates. Results as follows: date: (B)(6) 2012, inratio inr results: (6.4, retest: 4.6), lab inr: (1.8). Date: unk, inratio inr results: (4.5, retest: 3.6), lab inr: (2.0). Caller stated that elapsed time from first inratio test to inratio retest is minutes, and that the venous draw for the lab test was done within one hour. No further info was provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user on (B)(6) 2012: date: (B)(6) 2012, inratio: (6.4, 4.6), lab: 1.8, mean: 4.27, confidence limits/result: (2.4-6.1), fail. Date: unk, inratio: (4.5, 3.6), lab: 2.0, mean: 3.37, confidence limits/result: (1.9-436), pass. Some of the reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(4) 2012, inratio results: (6.4, 4.6), mean: 5.50, sd: 1.27, %cv: 23.14, results: fail. Date: unk, inratio results: (4.5, 3.6), mean: 4.05, sd: 0.64, %cv: 15.71, results: pass. Some of the reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. (B)(4). Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client¿s data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client¿s data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Corrective action is not required at this time. No corrective action is required at this time as no product deficiency was established.